Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What were the indications for surgery? What is the surgeon¿s experience with device? What is meant by ¿not totally stapled¿? Were any issues with staple form identified? Did the surgeon confirm that the entire width of compressed vessel was proximal to cut line? Can it be confirmed that no extraneous tissue was within jaws distal to cut line? Was the device difficult to close? Where any clips used in the surgical procedure? How was the procedure completed? Will the device be returned for analysis? What is the current patient status?

Event description:
It was reported that during a lobectomy by thoracoscope procedure, at the moment of the section of the pulmonary vein, the device did not totally stapled the vein which led to a bleeding and change of procedure. A thoracotomie was quickly performed in order to stop the bleeding.

Manufacturer narrative:
(B)(4). Additional information requested and received: what were the indications for surgery? Section sus hepatic (right lobectomy). What is the surgeon¿s experience with device? Yes. What is meant by ¿not totally stapled¿? It was impossible to reopen the device. Were any issues with staple form identified? No. Did the surgeon confirm that the entire width of compressed vessel was proximal to cut line? Yes. Can it be confirmed that no extraneous tissue was within jaws distal to cut line? No. Was the device difficult to close? No. Where any clips used in the surgical procedure? No. How was the procedure completed? Clamping of the vena cava vascular total exclusion of the liver during 20 min. Will the device be returned for analysis? Yes what is the current patient status? The patient is going well

Manufacturer narrative:
(B)(4). Batch # p57k77. Device evaluation: the analysis found that one pve35a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. The device opened and closed without any difficulties noted. The batch history record was reviewed and identified a defect/issue but was not related to the reported incident were found. In addition, no protocols or ncr related to the complaint, were found during the manufacturing process.